Manufacturer narrative:
Aware date of device evaluation is: 12/14/2020. Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the motor not running issue was able to be duplicated using the same infusion rate as the customer. The ultimate fault was found to be that the customer put in the incorrect main board into the pump which caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump gives a "motor not running? Error every time an infusion is attempted. J9 cable was inspected and is correct. There were no reported adverse events.